Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 0.7, second test inr = 1.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070566: first test inr = 0.7, second test inr = 1.1, mean = 0.9; sd = 0.28; %cv = 31%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested.